Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation ablation procedure, the sheath was inserted into the left atrium and the pulmonary vein isolation was performed. During the right lower pulmonary vein isolation, when attempting to aspirate blood, air was aspirated. The procedure was completed without replacing the device and there were no adverse consequences to the patient.